Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited failure to capture. The lead was explanted and replaced. The patient was in stable condition.